Manufacturer narrative:
The use of a competitor femoral stem in conjunction with these devices constitutes an off label application.

Event description:
It was reported that revision surgery was performed in or around 2010.